Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) catheter was inserted, it was noted that the motor of the machine did not work, and the intra-aortic balloon pump (iabp) displayed "system error 3". As a result, the catheter was removed, and the patient is placed on rest-cure for one week. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Event description:
It was reported that after the intra-aortic balloon (iab) catheter was inserted, it was noted that the motor of the machine did not work, and the intra-aortic balloon pump (iabp) displayed "system error 3". As a result, the catheter was removed, and the patient is placed on rest-cure for one week. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "system error 3 alarm" is not able to be c onfirmed. The pump was checked by the field service technician and the pump assembly was found faulty. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.